Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that since the patient had his implant, his ¿machine¿ was not working properly. He would get it fixed, it only worked one way, and they would have to go in and move it to the lower back where the problems were. It was confirmed that the patient was speaking about the implant. The issue had been occurring since implant. His ¿machine¿ was not working and in the meantime he needed to have external stimulation done due to pain and wanted to know if he could have external stimulation done with the pain stimulation implant.

Event description:
Additional information received reported that what was meant by the ¿machine not working right¿ was that ¿could not keep the device on¿ and ¿when on, did not register on machine.¿ there were no steps taken to resolve the issue. It was also noted ¿not used.¿ the circumstances which led to the machine not working right were noted be that ¿the connection did not work, too expensive to get more.¿ the symptoms experienced related to the machine not working right were ¿sugar levels not right, to (too) high, to (too) low, no notice.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.